Event description:
It was observed from the cine that during the procedure the wire was noted to be partly separated and it was subsequently removed from the patient as a unit and a new wire was used. Additional information indicates that the separation was partial and at the core. No other information was available.